Event description:
It was reported that during routine follow up, upon interrogating the pulse generator the message - data not read- was displayed. The device was explanted and replaced due to reaching elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.